Event description:
It was reported that the patient indicated that their insertable cardiac monitor (icm) popped out. The patient was referred to the clinic. No adverse patient effects were reported. Later, a new icm was implanted. No adverse patient effects were reported.